Event description:
It was reported during a low anterior resection the mcm20 clips scissored. The clips are being returned with the instrument. A new mcm20 was opened to complete the case. There was no consequence to the pt.

Manufacturer narrative:
H6; the track assembly was not properly assembled into the outerwrap. The product complaint analysis team has completed its investigation of the device which was returned. The results of the investigation conducted by the appropriate engineers and technicians are listed below. Visual inspections & results: body assembly bowed, no; clip in jaw, no; clip stack pressure, good; clip staging, forward; clip track location, good; condition of cartridge cover tabs, track assy. Out and total # clips remaining, 15/4 taped to inst. Functional tests & results: anti-backup functional, n/a; clip form properly, n/a; clip feed properly, n/a; cycle applier, no and lockout functional, n/a. Analysis conclusion: based upon the inquiry info received, and the visual examination, it was concluded that the reported incident may have been caused by the misassembly of the instrument. The applier was received with the track assembly not properly assembled into the outerwrap, which allowed the track assembly to be out on one side, and caused the clip staging to be forward. This would cause the scissoring and ejection of the clips when the applier was cyled. The misassembled clip track was due to an assembly error. No functional testing could be performed due to the applier's physical condition. The assembly management has been notified of this incident and product inquiry will monitor for additional occurrences.